Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that patient faced 6 events of infusion set fell off during use. The events occurred within less than 1 day of insertion.the patient replaced infusion set and resumed insulin delieveries successfully. No further information was available.